Event description:
It was reported that there was noise on the ventricular lead. Fluoroscopy showed that the lead was not positioned near the capped ventricular pacing lead. The physician decided to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the distal conductor had blood/body fluid (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in/on the helix mechanism. Performance data collected from the device was analyzed. Oversensing was noted as five lead failure predictor high rate-non sustained episodes <= 205 ms average v-cycle occurred between (B)(6) 2012 23:31:16 and (B)(6) 2012 22:29:09. One ventricular non sustained tachycardia episode at 210 ms occurred on (B)(6) 2012 at 08:40:15. Interference/noise was noted as ventricular short interval count (v-sic) was 16.5 counts avg/day, in 5.46 days, between (B)(6) 2012 21:43:11 and (B)(6) 2012 08:40:33. Lead integrity alert triggered for two patient alerts for lead failure predictor on (B)(6) 2012 23:09:22 and (B)(6) 2012 21:00:09.